Event description:
During a surgery where a patient was under general anathestic, the neuroinspire software crashed on multiple occasions, when the surgeon tried to import an MRI image. The same issue occurs when trying to import a interoperative CT series done with the o-arm. As a result of this issue, the surgery was cancelled. The impact to the patient has not been confirmed, but a further surgery for this patient is scheduled for (B)(6) 2025. No harm to patient but medical intervention required to close patient with no clinical benefit. Patient recovered from ga. The surgeon needed to surgically close the patient up without being able to compete the planned surgery. This is being reported on the basis of the surgical intervention to close the patient at an unplanned stage of the surgery due to a malfunction of the device.

Manufacturer narrative:
Investigation is ongoing retrospective reporting of issue following FDA inspection - documented internally in corresponding CAPA.

Manufacturer narrative:
There was an issue with the runtime cache within the software which was causing the software to crash. Retrospective reporting of issue following FDA inspection - documented internally in corresponding CAPA.

Event description:
During a surgery where a patient was under general anathestic, the neuroinspire software crashed on multiple occassions, when the surgeon tried to import an MRI image. The same issue occurs when trying to import a interoperative CT series done with the o-arm. As a result of this issue, the surgery was cancelled. The impact to the patient has not been confirmed, but a further surgery for this patient is scheduled for (B)(6) 2025. No harm to patient but medical intervention required to close patient with no clinical benefit. Patient recovered from ga. The surgeon needed to surgically close the patient up without being able to compete the planned surgery. This is being reported on the basis of the surgical intervention to close the patient at an unplanned stage of the surgery due to a malfunction of the device.